Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient tested her blood glucose level three times and allegedly obtained the same reading of "196 mg/dl" on the reported meter. The patient tested in the morning, 7:00 pm and 11:00 pm. The patient took her usual set doses of insulin. On (B)(6) 3013 at 1:30 am the patient's husband found her passed out. Emergency services were contacted. When paramedics arrived, they tested the patient's blood glucose level to be 30 mg/dl. The patient was unable to provide details about what treatment she received. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining elevated readings on the reported meter and taking insulin, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have a results outside the acceptable control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(4) 2013, test strips- (B)(4) 2013.